Event description:
The customer reported experiencing unexplained high blood glucose for the past five days. The customer's most recent glucose reading was 140mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Found that the customer sometimes uses the infusion set for four days. Performed a high pressure test and the insulin pump alarmed motor error. The customer stated that she might have exposed the insulin pump to a chest x-ray. The customer stated that the insulin pump also was exposed to a full body scan while traveling in airplane. Conducted a displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.